Manufacturer narrative:
Batch review performed on 09 january 2024 lot 2242057: 15 items manufactured and released on 25-jan-2023. Expiration date: 2027-12-26. No anomalies found related to the problem. To date, 3 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 9 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.